Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported by the facility representative that the needle does not pierce the top of the vial and a piece of rubber got inside the vial. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows the packaging blister top web and the other photo shows the product in its packaging blister. It could be possible these defects occurred if the customer is not using the product as intended. This product is not designed to pierce stopper vials. A device history record review was completed for provided material number 303390, lot number 0202319. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the cannula twinpak device had a difficult time piercing the vial, causing a piece of rubber to shear off into the medication. The following information was provided by the initial reporter: "the blunts don't pierce the top of the vials well. On monday one of the crna's got a piece of the rubber in the vial." "We had a site that reported that it caused coring and a small piece of rubber was noted in the syringe."